Event description:
The patient underwent 2 MRI's within the past month. The first one occurred in 2007 with stall recovering the same day. The second MRI occurred eighteen days later; tube set exceeded 48 hr event occurred the next two days and the recovery did not occur until the following month, when the patient was seen in the clinic for return of symptoms which included increased spasticity and irritability. Md told her the pump stated "motor stall". The pt was given a therapeutic bolus in addition to the same simple continuous infusion. No refill or reservoir access was done. Hcp did not confirm that the motor stall recovery occurred message was in the event logs after the programming update, and stated that they assumed that the pump has been stopped since MRI exposure and the patient's clinical presentation. The patient did not hear any audible alarms coming from her pump. The reporter stated that, the alarm test that was conducted in clinic was heard by the patient and clinician. The critical alarm interval had been previously set to alarm every 20 minutes. The pt is on oral baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.